Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use, considerations for patient selection include but are not limited to anatomical suitability for endovascular repair.

Event description:
On (B)(6) 2019, the patient underwent treatment of abdominal aortic aneurysm and left common iliac artery aneurysm with a gore® excluder® aaa endoprosthesis. A trunk-ipsilateral leg component was advanced and its proximal portion was deployed with no reported issues. Upon cannulation to the contralateral gate, it was noted that the gate was compressed. Repositioning the device resolved the compression, and the attempt for the cannulation continued; however the cannulation could not be achieved. The procedure was converted to aorto-uni-iliac. Aortic extender component was implanted to cover the bifurcation of the trunk-ipsilateral leg component. The left external iliac artery was plugged. Then the right femoral-left femoral bypass surgery was performed. The patient tolerated the procedure. It was reported that the patient¿s abdominal aorta was narrow, as its maximum diameter being 19x20mm. The maximum diameter of the abdominal aortic aneurysm was reportedly 32mm. It was also reported that the abdominal aorta was tortuous at the proximal neck and the aortic bifurcation, and that the gate was positioned at the level of the tortuous aortic bifurcation.